Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report issues with the insulin pump. Customer's mother stated that the pump would alarm, but nothing would come up on the screen. Customer's mother also stated that they had difficulties, at times, setting a temporary basal. Customer's mother stated that sometimes it would work and other times it would not work. Customer's blood glucose levels were not included in the report. Product is not being replaced.